Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens -4.50/1.5/084 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem resolved. In the reporters opinion the cause of event was user error.

Manufacturer narrative:
(B)(4).